Event description:
It was reported that the insulin pump had unresponsible buttons and a frozen display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of a corroded battery tube. Further testing was not performed due to the blank display.